Event description:
During an endoscopic hemostasis procedure for bleeding in pseudocyst, the physician used a cook hemospray endoscopic hemostat. It was reported that the patient presented with oozing bleeding inside a pancreatic pseudocyst, which had been drained 10 days prior, using a luminal apposition stent. [The physician] used the hemospray, a new product with intact packaging, following all the instructions for proper functioning. [They] turned the red activation device, but no contents were released. [They] replaced the plastic catheter, but it still didn't work. [Confirmed] the red lock was turned on the tip of the device to allow the product to come out, but it still didn't work. [Unable to spray - subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photos provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photos describing the event. In the photos provided the complaint device can be seen with the product tray and, in some of the images, within a clear plastic bag as well. The device is observed to have the red activation knob engaged, indicating activation of the co2 cartridge, and the on/off switch in the "on" position. A single catheter is seen within the tray that does not display any obvious signs of use (no discoloration, kinks, or powder buildup). A photo of the second catheter was not provided. The lot number provided in the photos matches this report. The label in the photos matches the product reported. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photos provided could not confirm the report. In addition, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The additional information indicates that the user did not occlude the proximal end of the catheter during advancement with their thumb. The instructions for use states: "to limit fluid from entering the working channel of the catheter, temporarily occlude the proximal end of the catheter by placing a thumb over the red catheter hub, while advancing the catheter down the accessory channel." Failure to occlude the proximal end of the catheter during advancement can result in the catheter or internal components becoming clogged. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: the information provided by the user indicates that the user did not occlude the proximal end of the catheter during advancement. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.